Event description:
Infusion pump was reported to overinfuse during clinical use. A 125ml bag cardizem 125mg/100ccns was programmed to infuse at a rate of 6ml/hr with a volume to be infused of 100ml. The entire 100ml was found to have infused in just 1 hour. The pt's heart rate dropped from 121-124 beats per minute down to 50. Medical intervention was needed but it is unknown what form. No adverse outcome resulted.